Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system had failed lock in remote manager. The customer reported that this malfunction occurred during the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the remote manager (rm) lock was failed and for that storage space was failed. A field service engineer (fse) verified that the remote manager was intermittently failing. So, the fse replaced the wiring harness, then applied black grease and cleaned the microswitch connections. Then added stabilizer to wiring harness and tighten wiring, harness context. And then logged into hardware test application (hta) app and ran the final test on remote manager. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system had failed lock in remote manager. The customer reported that this malfunction occurred during the dispensing of medication. There were no adverse events or injuries reported based on this event.